Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the system leak test failed. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 21apr2019. Customer requested that we close this call. No service or support provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.